Manufacturer narrative:
Device manufacture dates: battery pack 2006. Battery pack 2006, monitor 2005, battery charger 2006. Device evaluation summary: device evaluations of battery packs, monitor and battery charger have been completed. The reported problem was confirmed. Battery packs were received with 0 volt output. A defective u3 supervisory ic was found within both battery packs. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Monitor passed all functional tests. Battery charger passed all functional tests. The defective u3 battery cells will be replaced. No adverse event resulted from the faulty battery packs. The patient received replacement battery packs, monitor, and charger. Further investigation is currently underway into the patient's home environment and device care practices due to the non-random nature of this patient's battery failures.

Event description:
A male pt contacted lifecor customer support to report a problem with one of his battery packs. The patient reports this battery pack displayed a green fully charged light on the charger but when he placed in his monitor it had no charge bars displayed in the battery indicator icon. Patient reports he placed this battery pack back in the charger and the charger displayed a red flashing fault light. This pt had a similar problem with another of his battery packs about two and a half weeks earlier. The patient's monitor, two battery packs, and charger were replaced for evaluation.